Manufacturer narrative:
Additional information was received that the physician believed that the pinching and burning sensations might be correlated to the patient¿s fall, however, there was no visible evidence.

Event description:
A report was received that after a fall, the patient was experiencing a burning sensation when the stimulator was turned on. The patient underwent ipg and leads explant procedure. The physician did not see any visible defects when he removed the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that after a fall, the patient was experiencing a burning sensation when the stimulator was turned on. The patient underwent ipg and leads explant procedure.